Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer's blood glucose reading at the time of the incident was 450 mg/dl and had ketones. Customer was able to bring the blood glucose readings down, however stated that they were increasing again. Customer's blood glucose reading at the time of the call was 263 mg/dl. No further information reported.